Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 451 mg/dl. Customer was treated with manual injections. The customer was admitted to hospital. Customer's blood glucose at time of emergency room visit was 451 mg/dl. Customer cause of emergency room visit was she doesn't have any more pump supplies and she thinks she had ketones. Customer was given short and long acting insulin and released after blood glucose was down to 200 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer was not on the pump when this happened and stated the pump is not the issue.